Event description:
A customer reported to beckman coulter, inc. (Bec) of receiving one access testosteron reagent kit that was leaking upon arrival. The customer is not questioning any patient results. There was no report of any effect to patients or end users in association to this event.

Manufacturer narrative:
The amount of leakage could not be determined from the information supplied by the customer. Testosterone reagent kit compartments r1a and r1c contain material of animal origin and should be considered as potentially capable of transmitting infectious disease. Exposure to testosterone reagent kit compartment r1b may potentially cause irritation or burns to respiratory tract, skin, and eyes. No root cause could be determined for this event with the information supplied. (B)(4).